Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction.devices implanted at an unknown date in 2003.